Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported a scope communication error b30. The customer was asked to confirm the device involved with the reported issue during the initial troubleshooting after confirming using the videoscope cable exera ii with a 190 series scope. The customer was emailed the evis exera iii video system center quick reference guide (30).pdf for reference and was advised to follow all steps inside the guide. The customer was also instructed to power cycle both units after removing the videoscope cable exera ii when both units are off. The customer reported that the b30 error had cleared after the power cycling. As the issue was resolved, a device return is not expected. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii video system center displayed a scope communication error: b30. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the cable (the maj-1430 cable was removed and after power cycling both units the b30 error cleared). Olympus will continue to monitor field performance for this device.